Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ peripheral neuropathy. It was reported that an eos was seen. No trauma/fall related to this issue. Patient was upset that the device didn't last very long. Patient stated that he had it up to 1060. Patient could not clarify if the patient meant 1.60v. Patient stated that it was working great but then it stopped and he began seeing an eos code about 2 months ago and stated it was may. Patient stated no falls but they went scuba diving and stated he dives about 34 or 35 feet. Patient stated he wanted the device taken out. Patient stated they had scalpel and could take it out themselves. Patient services reviewed that this would not be recommended and they should follow-up with healthcare provider. Patient device was having problems and he couldn't get it to work and he was not sure if it was about the battery or adjustor. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was ¿having issues with the device.¿ the hcp thinks it was a problem with the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s patient programmer was showing settings to be 1060 when he set them at 650 at the health care provider office. The patient noted that he hasn't gotten anywhere with his battery not working. It was noted that when his implant quit working (reached end of service) in (B)(6) 2018, he was having a sharp pain in his back, so he ¿cranked¿ the stimulator up as high as it could go and then all of a sudden, the patient programmer showed the settings at 1060 which had changed from 650 by itself like ¿poof.¿ afterwards, the patient programmer showed end of service. The patient was redirected to his health care provider. There were no further complications reported.